Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynxgrip vascular closure device, the balloon was ruptured because of a calcified vessel. There was no patient injury and the device will be returned for analysis.

Manufacturer narrative:
Updated with analysis of the returned device: during use of a 5f mynxgrip vascular closure device, the balloon was ruptured because of a calcified vessel. There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle with stopcock open. The syringe, sealant and advancer tube were observed to have been separated from the device as received. The procedure sheath was not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device, approximately 3 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A product history record (phr) review of lot f1826104 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics (calcified vessel) most likely contributed to the reported event since a calcified vessel can cause damage to the balloon as reported by the user. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 5f mynxgrip vascular closure device (vcd), the balloon was ruptured because of a calcified vessel. There was no patient injury. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. The product history record (phr) review of lot f1826104 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, access site vessel characteristics (calcified vessel) and/or the condition of the sheath may have contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective action will be taken at this time.